Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump powered on to the verify screen normally. There were two low battery warnings and one replace battery alarm associated with the same battery observed in the black box history. There was no evidence of excessive battery usage observed in the black box history. A battery compartment crack was observed in the thread area. The battery cap was unable to be fully tightened due to the damaged cap threads and battery compartment crack. A power loss was not observed during testing. There was no evidence of moisture contamination inside the battery compartment observed. Current draws were observed to be within specifications. The pump case was removed and there was no evidence of moisture contamination observed inside the pump. The battery terminal contacts were inspected and there was no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the batteries were draining quickly. During troubleshooting the reporter noted that the pump was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.